Manufacturer narrative:
All operating currents were within specification. No unexpected battery out limit alarms, low battery or off no power alarms were noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump passed the unexpected restart error test. No unexpected restart or external ram crc error alarms were noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump has been receiving unexpected restart errors and that the battery has been dying quickly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart error alarm. The customer confirmed that a temp basal was not programmed before the alarm. The pump was not stored or out-of-use for an extended period of time either. However, the alarm occurs shortly after inserting a new battery every time. The customer was advised to monitor the pump and call back if issues recur. The insulin pump will be returned for analysis.